Event description:
It was reported that patient underwent an orthopedic procedure on (B)(6) 2024. During the procedure, the wire became stuck in the target. This happened previously with three other targets. During manufacturer's preliminary investigation on (B)(6) 2024 of the returned unknown wire it was discovered that the device was stuck, broken and bent. This report is for one (1) unk - guide/compression/k-wires this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. Visual inspection of the returned sample found that the device was broken and bent from the distal end. Broken fragment was not returned for analysis. This condition of the device can be consistent with a component failure that was caused by exposure to unintended forces. Additionally, the device was found stuck inside a hole of an aiming block (03.108.001). A complete potential cause for this condition cannot be established. Properly handling and attention to the approved use of the device diminishes the risk of failure. Surgical technique was reviewed and the following relevant statements were found: set the calculated positioning wire angle at preoperative planning on the positioner for aiming block and tighten the hex screw. After inserting the kirschner wires for holes a and b, remove the aiming block and positioner for aiming block. Precaution: avoid bending the positioning kirschner wire with the aiming block while inserting the guide wires as this may result in correction mistakes. Notes: once a guiding kirschner wire is inserted, flexion or extension correction can no longer be achieved. To remove the positioner and aiming block loosen the hex screw on the positioner. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional evaluation was performed intending to separate mating devices and failed. The overall complaint was confirmed as the observed condition of the unk - guide/compression/k-wires would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.